Event description:
Customer reported receiving a no delivery alarm during fill tubing for the second time. Customer's blood glucose reading at the time of the call was 165 mg/dl. Through troubleshooting it was noted that the issue may have been with the infusion set. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.